Event description:
It was reported that the patient experienced edema, ureteral reflux, stent dislodgement, migration, stent encrustation, pain and discomfort while using the bard ureteral stent.

Manufacturer narrative:
The reported event was inconclusive since no sample was returned. A potential root cause for this event could be, "material selection" or "part geometry". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "potential complications associated with retrograde/antegrade positioning of indwelling ureteral stents include the following: edema; stone formation; peritonitis; extravasation; ureteral reflux; stent dislogdgement, fragmentation, migration, occlusion; fistula formation; loss of renal function; hemorrhage; pain/discomfort; stent encrustation; hydronephrosis; perforation of kidney, renal pelvis, ureter and/or bladder; ureteral erosion; infection; urinary symptoms." "With any ureteral stent, migration is a possible complication which could require medical intervention for removal. Selection of too short a stent may result in migration." "Determine the proper stent length for the patient. This is generally calculated from the baseline pyelogram." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced edema, ureteral reflux, stent dislodgement, migration, stent encrustation, pain and discomfort while using the bard ureteral stent. No medical intervention was reported.